Event description:
It was reported that during a prostatectomy procedure, the device clips would not hold after placing. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.